Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the second tower was not detected on the bus. A technical support specialist (tss) identified a missing software patch, which was added, followed by a site resynchronization. Subsequently, a field service engineer (fse) applied black grease, cleaned microswitch contacts, applied stabilizer to the wiring harness, and tightened micro connections to resolve the issue. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.